Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.

Event description:
(B)(4). According to the information received, an end user reported that a urine bag had a blocked inlet. The inlet of the bag was too thin and it blocks the flow of urine.